Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") and device expulsion ("migration of essure device location of device: upper left portion of the uterus") in an adult female patient who had essure (batch no. U19f980) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hemorrhagic cyst and uterine fibroid. Pelvic ultrasound procedure note: indication: rule out fibroids. Impression: enlarged anteverteo fibroid uterus endqmetrtum 16mm. Bilateral ovaries seen. The right ovary contains a 2.9 cm hemorrhagic cyst with normal blood flow no pelvic free fluid seen. Previously administered products included for an unreported indication: depo-provera. On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (tylenol) and surgery (salpingectomy (bilateral removal of fallopian tubes) and hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the device expulsion outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: satisfactory placement of both coils, occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: reporter and historical drug were added. Lot number added. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), migration of essure device location of device: upper left portion of the uterus, abdominal pain and she did not undergo essure confirmation test. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") and device expulsion ("migration of essure device location of device: upper left portion of the uterus") in an adult female patient who had essure (batch no. U19f980,632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hemorrhagic cyst and uterine fibroid. Pelvic ultrasound procedure note: indication: rule out fibroids. Impression: enlarged anteverteo fibroid uterus endqmetrtum 16mm.bilateral ovaries seen. The right ovary contains a 2.9 cm hemorrhagic cyst with normal blood flow no pelvic free fluid seen. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (tylenol) and surgery (salpingectomy (bilateral removal of fallopian tubes) and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the device expulsion outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs the insertion date is (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: satisfactory placement of both coils, occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received. Reporter information were added. Lot number was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory placement of both coils, occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory placement of both coils, occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") and device expulsion ("migration of essure device location of device: upper left portion of the uterus") in an adult female patient who had essure (batch no. U19f980-not valid, 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hemorrhagic cyst and uterine fibroid. Pelvic ultrasound procedure note: indication: rule out fibroids. Impression: enlarged anteverteo fibroid uterus endqmetrtum 16mm.bilateral ovaries seen. The right ovary contains a 2.9 cm hemorrhagic cyst with normal blood flow no pelvic free fluid seen. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (tylenol) and surgery (salpingectomy (bilateral removal of fallopian tubes) and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the device expulsion outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs the insertion date is (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: satisfactory placement of both coils, occlusion. This lot number u19f980 is invalid. Lot number: 632025 manufacturing date: 2009-04 expiration date: 2012-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.